Event description:
The customer reported button 3 did not work on the device which is the shock button when using pads.

Manufacturer narrative:
(B)(4). The customer reported button 3 did not work on the device which is the shock button when using pads. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.